Event description:
A customer reported error message "4223 main arm z-axis home overrun¿ on the aia-2000 analyzer. The customer verified waste bin was not full, but found a screw that was loose inside. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. Fse tested the tip attach and found it attaching with too much force. Fse resolved the complaint by adjusting the main arm right lane (mrtlane) tip set alignment. The fse validated the analyzer by performing quality control (qc). The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial (B)(6). There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4: error messages state the following: [4223] main arm z-axis home overrun cause : the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned main arm sample head.